Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, lot #: 16533643, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a non device related infection at the implant site. Patient's symptoms included fever, redness and swelling. Antibiotics were prescribed via peripherally inserted central line (pic line). The patient underwent an explant procedure and did well postoperatively.